Event description:
Pt reported three occurrences of the infusion set tubing separating from the luer lock. She indicated that she discovered the separations as a result of looking down and noticing the tubing was separated from the luer lock. Pt stated that she did not recall any additional information surrounding the tubing separations. Pt stated that she was a brittle diabetic and thus her blood glucose is easily affected. Pt did not provide any symptoms associated with the affect on her blood glucose levels. She did not report received medical assistance to address issues with the separated tubing. Product is not being returned.